Event description:
It was reported that the customer received a low battery power alert. The customer was unable to clear the alert. During troubleshooting with tandem technical support, the alert was cleared. There was no reported impact to the customer's blood glucose level.

Manufacturer narrative:
The product has not been received for eval. Should new info become available, a supplemental report will be submitted.